Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a rapidly conducted atrial arrhythmia within the programmed ventricular tachycardia (vt) zone. The correlation to the stored template was below the programmed threshold and thus programmed therapy for the vt zone was delivered. The sixth shock delivered accelerated the rhythm to an actual ventricular arrhythmia within the ventricular fibrillation (vf) zone. Two additional shocks were delivered but did not terminate the arrhythmia and therapy was exhausted. At the time of the event, the patient was at the queen elizabeth hospital, gateshead. The arrhythmia was terminated after four external shocks. The total episode lasted 46 minutes. Boston scientific technical services (ts) recommended adjusting the following device settings: increasing the vt zone if medically appropriate, decrease the rhythm match threshold to 85-90%, prolonging initial detection in the vt zone, program sustained rate duration off and programming post shock detection enhancements on. Ts also recommended additional treatment options for atrial arrhythmias. Ts also noted that during the 46-minute episode, there was evidence of magnet application approximately 10 minutes after episode onset. The field representative was unable to confirm if the magnet was applied after the external shocks due to ambiguous clinic documentation. The field representative did confirm the patient is fine and the device remains implanted and in service. Additional information was received that the vt zone was increase, the rhythm match threshold was decreased, the post shock detection enhancement was programmed on and the patient is now being treated for their atrial arrhythmias. Two years later this device was explanted and returned without allegation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a rapidly conducted atrial arrhythmia within the programmed ventricular tachycardia (vt) zone. The correlation to the stored template was below the programmed threshold and thus programmed therapy for the vt zone was delivered. The sixth shock delivered accelerated the rhythm to an actual ventricular arrhythmia within the ventricular fibrillation (vf) zone. Two additional shocks were delivered but did not terminate the arrhythmia and therapy was exhausted. At the time of the event, the patient at the queen elizabeth hospital, gateshead. The arrhythmia was terminated after four external shocks. The total episode lasted 46 minutes. Boston scientific technical services (ts) recommended adjusting the following device settings: increasing the vt zone if medically appropriate, decrease the rhythm match threshold to 85-90%, prolonging initial detection in the vt zone, program sustained rate duration off and programming post shock detection enhancements on. Ts also recommended additional treatment options for atrial arrhythmias. Ts also noted that during the 46-minute episode, there was evidence of magnet application approximately 10 minutes after episode onset. The field representative was unable to confirm if the magnet was applied after the external shocks due to ambiguous clinic documentation. The field representative did confirm the patient is fine and the device remains implanted and in service. Additional information was received that the vt zone was increase, the rhythm match threshold was decreased, the post shock detection enhancement was programmed on and the patient is now being treated for their atrial arrhythmias.